Event description:
Hospital reports that tcc temp low warning would not go out, then vent inop with code 25 or low air/02 when tcc door held wide open. No patient injury associated with this complaint.